Manufacturer narrative:
The event occurred in (B)(6). This case was incorrectly submitted as being late. Date received by manufacturer date is (B)(4) 2014.

Event description:
On (B)(6) 2014, it was reported that there was a vertical black line going across the display of the patient's blood glucose monitor that affected the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).